Event description:
Customer reported receiving a reading of 107 mg/dl on his adc meter on (B)(6) 2013 which was higher that he felt. Customer further reported that approximately 20 minutes later he began to experience "excessive sweating", "low blood sugar" and subsequently lost consciousness. Customer self-treated with a fruit drink and denied third-party medical intervention. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The reported product was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was found in the meter's memory. However, it is uncertain if the customer had set the date and time, since the reading was found on a different date and time in the memory. This serves as a correction report as well. (B)(4). Section has been updated to reflect the correction.

Manufacturer narrative:
The products have been requested back for an investigation. A follow up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.